Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a left side deflation." Device remains implanted left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken, missing and white particle on the surface of the shell. A microscopic analysis was performed which identify broken striated in the posterior and missing. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior. Side assessed as surgical damage. Missing piece of the shell assessed inconclusive.

Event description:
Device has been explanted and replaced.